Event description:
It was reported that oversensing of noise was noted on both atrial and ventricular channels. Bipolar atrial impedance was 662 ohms but unipolar atrial impedance was 283 ohms. The patient was not pacemaker dependent and reported no symptoms. Monitoring will continue.